Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer, patient product: ID 97755-s, serial# (B)(6), product type: recharger, product ID 97745, serial# (B)(6), patient product ID 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Incoming phone call from the rep that works with the healthcare provider (hcp). The rep reported that the (hcp) was not aware of this event as they were not the ones that treated the patient when they were hospitalized back in may. To the rep's understanding, when a call was made out, this was the hcps first time hearing of this event, and they have no way of gathering information regarding this event. Information was confirmed with the account.

Manufacturer narrative:
Continuation of d10: product ID: 97745; serial#: (B)(6); product type: programmer, patient. Product ID: 97755-s; serial#: (B)(6); product type: recharger. Product ID: 97745; serial#: (B)(6); product type: programmer, patient. Product ID: 97755-s; serial#: (B)(6); product type: recharger. H3. Analysis of recharger ((B)(6)) found no non-conformances with the recharger, complaint unverified. No issues with finding or charging ins, and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97745, serial#: (B)(6) was returned for analysis and found the front case was cracked/stretched/worn causing case separation, charge issues, power loss and blank/white display. The connector support was also cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and from the rep (separately). The patient responded and confirmed that they received the new external replacements last wednesday (8-22-24) and they work perfectly. They have not experienced a single "re-charging glitch" since they began using this new equipment. Daily recharge times (from a 40% remaining charge on their ins) are taking 1.5 to 2 hours - which is acceptable to them. Their ins is also once again delivering its previous 30-35% pain control which - when added to their chronic pain meds - reduce their pain level to pretty much nothing for the entire day. The rep also responded that as of now, the patient has had no problems. The patient is going to see how things go for about a month with the new equipment and then get back with the rep¿s.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger h6 coding have been updated for this file. Codes have been applied to the external devices. H3. Analysis of controller ((B)(6)) found non-conformances and the controller needed repair. A broken/cracked rtm/power connector support was found, causing connection/charge issues. As well, the front case was cracked/scratched/worn causing case separation, charge issues, power loss and blank/white display. H3. Analysis of recharger ((B)(6)) found non-conformances and the recharger was subsequently scrapped. The recharge quality turned from excellent to the no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. While the patient¿s acutely elevated blood pressure was serious and required immediate medical intervention, this event does not meet the criteria for a serious injury as defined in 21 cfr 803 as it relates specifically to the recharger, for the following reasons: 1. Although the issues with the external recharging equipment were frustrating and contributed to the patient¿s stress, they did not pose a direct, life-threatening risk or patient safety concern. 2. The recharging difficulties did not result in permanent impairment of a body function or permanent damage to a body structure. These issues were resolved with replacement equipment and did not represent a permanent health impact on the patient. 3. While the medical intervention (i.e., hospitalization) was needed to manage an acute blood pressure elevation, it was solely to address the patient¿s hypertension, a condition likely influenced by multiple factors. The intervention did not address a malfunction or defect in the recharging equipment that posed an intrinsic risk to the patient¿s life or health. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: exact date of the issue starting is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient was having issues charging their ins and the issue began off and on for about a month. The patient stated it took 1.5 hours to charge from 50% to 60% on excellent. The patient stated it was taking hours to charge. The patient mentioned they had the recharger replaced in the past. The manufacturer's patient services specialist (pss) had the patient inspect the recharger and controller for damage. The patient denied any visible damage to the equipment. The patient also denied any rattling in the controller and confirmed controller woke up after reset (controller 100% and implant 90%). The patient denied falls or trauma, on call, the patient was able to charge at excellent. The issue was not resolved. An email was sent to the repair department to replace the controller. The patient stated turning stim off while recharging does not help with charging speed. The patient called back and reported the controller kept getting stuck at 'checking recharger' when trying to start charging the ins. At first, for about a week, the replacement was working great but now it kept getting stuck. The patient mentioned the plug fits tightly into the controller port. The patient reported they have tried charging and resetting controller multiple times, but now cannot progress. Their ins charge was at 40% during call and they worried they won't make it through the weekend without stim draining. Pss reviewed information and suggested cleaning the connections - the patient said they would use some rubbing alcohol and compressed air and call back for additional help. Pss reviewed if that did not work, replacement of recharger would probably be the best next step, considering what the initial reason for call was a couple weeks ago; charge duration issue. The patient called back and reported after cleaning the connections they were able to begin charging for a while and got from 20% to 80%, then lost connection again . The patient struggled to get charge going again, but after unplugging and re-plugging the recharger a few times the charging session continued and they did not want to interrupt it until they get to 100%. Pss asked, the patient confirmed the controller connected with the ac power cord without any difficulties and charged normally. A replacement recharger was sent out. The patient called back stating that they had been having problems with their device. The patient said that they got replacement equipment a week or so ago and one day the equipment would work fine and the next day it wouldn't work at all. The patient said that they had been having the same problem where the controller was having difficulty picking up and finding the ins. The patient said that when the equipment would find the ins and start recharging the ins, for instance like yesterday, they would sit for two hours recharging the ins but the ins battery doesn't increase at all. The patient said that every part except for the ins battery had been replaced twice. The patient requested that a local rep check the device. The patient mentioned that they had met with a rep 6-7 months ago. Pss redirected the patient to hcp. Pss also advised the patient that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. Additional information was received. Pt called back and repeated previously documented information; agent again redirected them to their hcp and reps for further assistance. Pt said they've had all equipment replaced at least twice and continues to run into intermittent issues over and over. Sometimes they can charge up the ins fine, sometimes they will get stuck with equipment trying to find the ins and not connect. Since the pt had success with everything functioning normally for the first 1-1.5 years, they wanted to have a full set of brand-new equipment sent to them. Agent explained this would not be possible; they'd need to meet with rep to interrogate the ins, or perhaps have their hcp do imaging to make sure the ins itself has not shifted, flipped, etc, before additional equipment will be sent to the patient. Pt was very frustrated and feared that the ins will become nonfunctional. Pt mentioned after having the ins for about 3 years, they finally got stim settings to a point that is helpful; however, they want another 'tweak' again. Pt said they spoke to the prior rep for their area but was told there was a new rep they needed to speak with but had not yet heard from them. Agent agreed to send another message to the field for visibility. Additional information. It was confirmed that the rep would likely be meeting with the pt on tuesday 8/6. At that time, they will do their best to answer these questions. This pt was not implanted in the reps territory, and they have never met them before so this is a bigger issue we are just being informed of with multiple problems per the pt. Additional information was received from the pt. Regarding question 1), none of the potential circumstances or causes listed in the follow-up question apply to their ins recharging problems. The pt believes the recharging issue over the last 18+ months are due to defective recharging system replacement they have been sent. All their external equipment has been replaced at least twice in that time, and the devices all appeared to be used/refurbished. Since their issues have not resolved, they believe something must have gone wrong with their ins, however, the ins works as intended until its charge is exhausted. To resolve, the patient again requests a brand-new set of external equipment. The pt states that their reps said this was not going to happen. Regarding question 2), the pt¿s ins recharge time (from a 40-50% remaining charge starting point to 100% full) was usually one hour (or slightly more.) If their ins was at a 20-30% remaining charge starting point it took 1 - 2 hours to get it back to 100%. If ins was depleted (which happened a few times) it usually took 2 - 3 hours to get to 100%. Recharging the controller has never been an issue, even after recharging problems with their ins. The pt always started an ins recharge with the controller at 100% - and the controller rarely discharged below 50%. They get that same 50% remaining charge result even when it takes several hours for their controller to get the ins to a 100%. Which has happened many times during the past 90 days. The pt also gets that same result if the ins is depleted. They are not sure why the controller battery was replaced, since it appeared to operate correctly. My original (brand new <(>&<)> never used by someone else) controller, plus the associated recharger and connector cable, would virtually always locate and then connect with their ins on its first attempt - and it usually did that in one minute or less. The pt never had to tum off the active stimulation while recharging the ins with the brand-new equipment either - which they now have to do about 50% of the time. When their issues began, they called the manufacturer for assistance. The patient services representatives (ps) that they spoke with gave them suggestions on different things to try. Their current ins recharge schedule is daily - followed by an immediate recharge of the controller. Pt has had to employ one or more of the troubleshooting steps they were provided many times. One (or more) of these suggestions eventually works. The ins recharging problems the pt has experiencing are as follows: controller cannot readily and reliably locate and then connect with the ins - even when placed / correctly positioned recharger. When recharging issues occur, it can take 2-5 attempts for my controller to locate <(>&<)> connect with the ins. This problem has occurred on 60% of my daily recharging cycles during the past 90 days. Second: after the controller locates and establishes a connection with the ins, the connection either gets completely severed or intermittently disrupted, even though the pt takes great care to not move around a lot during the recharging process. They check their controller constantly to make sure it¿s still connected and recharging. When the controller finally establishes a solid connection, the controller may (or may not) recharge the ins. There have been numerous occasions where after investing 1-2 hours of time to charge the ins, recharging was not actually occurring. When they checked the recharge progress, they discovered the that the ins has the same charge level as when they began, or it will be even lower than when they started recharging, if they didn't tum the active stimulation off before recharging. The only solution is to start over. If this hasn¿t worked, the solution that usually works (following a complete restart) is to turn off their active stimulation. Ps told them this step was not necessary. They sometimes forget to turn the active stim back on afterwards. The controller may (or may not) remind them that active stimulation is turned off - but it will only do that if they check constantly - and only if the controller is working. The results of the 5 recent recharging cycles, ins charged every day from monday through friday (july (B)(6) 2024) while working on this very lengthy communication. The friday ((B)(6) 2024) recharge was split into two sessions because it began late. They terminated the recharge during the overnight hours ... Then completed it on saturday morning ((B)(6) 2024.) They made sure that two important variables were included in these closely monitor ed recharging cycles, those being: (1) the time of day that I did these implanted battery recharges; and (2) assuring that there were different starting points for the remaining charge on the ins. They recharge whenever they can fit it into my daily schedule. One thing they learned with their original new equipment, was that they all worked correctly. If the replacements they received were defect-free, they should perform the same recharging job that their original recharging parts did. Recharging on monday, (B)(6) 2024, they began the ins recharge cycle at± 8:00 am. The controller battery was at 100% and the ins was at 50% remaining charge. It took 30 minutes, plus four of the solutions noted above to solve the problem. Once connected, the controller screen said recharging paddle location was "excellent," and the green light on top of the controller face was blinking. When they stood up and moved around several times during the next 2 hours, they took care to not dislodge the recharger from its "excellent" location. Pt checked the controller every 15-20 minutes and each time it was progressing normally, because the green light on the controller face was still blinking intermittently. At i0:30 am (two hours after this recharge cycle began) the recharge was still "in-progress", which indicated something had likely gone wrong - because the ins should have been fully recharged after 2. They disconnected the recharger from the controller, changed the controller screen to show the current state of both batteries ... And discovered that the controller was at a 100%, while the ins was at a 50%, which was the same levels as when they began despite the controller telling them repeatedly that everything was hunky-dory, the controller battery did not recharge my ins by any amount whatsoever during the two-hour period it was supposedly doing that. More importantly three of the problems from above occurred during this recharge, they then started over. Again, the controller had difficulty locating / connecting with the ins, but they only had to employ two of their solutions to resolve. They began the second recharge attempt at 10:45 am. They turned off active stimulation. At 12:00 noon (1 hour and 15 minutes later) the ins was at 90%. They then stopped and resumed at 2:00 pm on monday afternoon. The ins was still at 90% remaining charge level - and my controller battery at a 100% charge level. The controller located / connected with the ins the second attempt, with one troubles hooting solution employed. That process took about 3 minutes. The controller told me that everything else was "good-to-go." They checked the progress an hour later, at which point the ins was 100%. The controller was at 70%, and they immediately recharged it, which took one hour. To summarize this recharge cycle, it took 4. 75 hours. The results of their second <(>&<)> ins recharge attempts were virtually identical. These were two of the least problematic they have experienced recently. On tuesday ((B)(6) 2024) and wednesday ((B)(6) 2024) recharge started at 9:00am. My controller was at 100% and the ins at 70% on tuesday, and 60% on wednesday. Active stimulation was not turned off. The controller connected on its first attempt on both days - which took less than one minute to accomplish - with none of the "locate <(>&<)> connect" solutions they had to employ on monday. The controller also told them the recharger location was "excellent" on both days - and the green light at the top of the controller was blinking normally on both days. Ninety minutes later (at 10:30 am on both days) the ins was fully charged. The results for thursday ((B)(6) 2024): pt began my ins recharge cycle at± 2:30 pm. Controller was at 100% and ins was at 40%. Active stim was not turned off. Controller connected with the ins on its first attempt - with the connection time being less than 1 minute. Once connected, the controller stated the recharger location was "excellent" - and the green light at the top of the controller screen was blinking. At 4:00 pm, they checked and the green light on the controller screen was still blinking. Ins was at a 30% while the controller was at 100% charge level. At this point they disconnected everything and began the ins recharge process a second time from scratch - as they did on monday (3 days earlier) when this identical problem occurred. It took three attempts before my controller connected solidly with the ins. This process took 15 minutes. Once it was connected, the controller told them that recharging was "excellent" the second recharge attempt began at 4:15 pm. They checked the recharging progress at 5:00 pm (45 minutes later.) The green light on the controller screen was still blinking - but the ins was 100% charged. The controller battery had a 70% remaining. This was the fastest recharge they have seen or experienced while the ins had a 30% remaining charge, and it occurred with just a small (30%) drain on my controller battery. Their fifth ins recharge on ((B)(6) 2024), they began at 10:00 pm. The controller was at 100% and ins at 30%. Active stimulation was not turned off. The controller connected with the ins on its second attempt - with only one of their "locate <(>&<)> connect" solutions being required. Once connected, the controller told them recharging paddle location was "excellent" - and the green light at the top of the controller was blinking. At 11 :00 pm (1 hour later), the ins was at 80% (it went from 30% charged to 80% charged in just one hour) - while the controller battery was at 60% remaining charge. At this point, they disconnected everything and went to bed. They completed the recharge on saturday morning ((B)(6) 2024) - beginning at 8:00 am. The controller battery was at 60% remaining charge (identical to its remaining charge on friday night at 11 :00 pm) and the ins was also at 60% remaining charge - 20% less than its remaining charge at 11 :00 pm on friday night (normal rate of depletion for the patient during the night). The controller connected, and once connected, it stated recharging was "excellent". They checked the recharging progress 1 hour later; the controller was at 50% remaining charge (10% less than its 60% start point at 8:00 am) while the ins was at 70% remaining charge (10% greater than its 60% start point at 8:00 am.) It appears that no energy was lost (or consumed) to get a 10% charge improvement but it took 1-2 hours of recharging time to get that 10%. At this point, they turned off active stim. They thought this would speed-up the ins recharge, instead, this action severed the connection between the controller and my ins. This result has occurred previously. Pt was left with no choice except to restart. This split recharge was done intentionally. It took five attempts over a 30-minute timeframe plus five of the solutions they use to "locate <(>&<)> connect". Once connected, the controller told them that the recharging paddle location was "excellent" - and the green light at the top of the controller was blinking. The second recharge process on saturday morning began at 10:00 am. They checked 45 minutes later, and the ins was fully recharged while the controller was 30%. They then turned the active stimulation back on. To summarize this split recharge cycle, it took 3. 75 hours in total to recharge the ins- with 2 hours of that time being non-effective and/or wasted. If they ignore the 2 hour non-effective/wasted recharging timeframe during this recharge cycle, the 1.75 hours it took the controller battery to get the ins from 30% remaining charge back to 100% charge is similar to what they experienced with the original equipment and similar to the results they experienced when the numerous repaired and/or remanufactured parts that were sent to them during the past 18 months all work correctly, which they have only done 40% of the time (at best) during the past 90 days. These five ins recharging cycles described above produced a 3:2 split in the results (3 problem cycles and 2 no problem cycles). The "problem rate" for the 540 daily recharge cycles that were performed with brand new components was effectively zero. Their controller batteries have recharged quickly and efficiently with both new parts and recycled parts, with no (or very few) problems being encountered. The few hiccups the pt encountered while recharging their ins with new components were minor in nature and easily resolved - usually by unplugging the recharger cord from the controller, waiting for 10-30 seconds, and then reinserting the cord back into the controller port. By comparison, (60%) of the daily recharges the pt has performed during the past 90 days were problematic - in multiple respects. The pt¿s ins isn't remotely close to its io year life expectancy. Most importantly, while the pt has never had high blood pressure problems previously (I'm 75 now), they have been dealing with that issue since late (B)(6) 2024 - in large part because these recharging problems are creating a huge amount of stress for them on daily basis. The pt was hospitalized from (B)(6) 2024, with the inciting incident being a 217/205 blood pressure just before they arrived at the hospital. They were treated as a potential stroke pt, and the care they received was truly phenomenal. The doctors told them that they evaded a fatal bullet "this time" - but I might not be that lucky if there is a "next time." The pt¿s blood pressure has returned to normal (it took 5 weeks to achieve that result) - but it now takes 5 rx medications that they never had to take previously to keep their blood pressure under control. Additionally, from their perspective, the single biggest design flaw with these controllers was not to include a loud and low-pitched tone - either steady or intermittent - that goes off instantly when a problem of any sort occurs during the recharging process. That tone would alert the user that he/she needs to correct a recharging problem immediately. Regarding question 3, numerous reps have adjusted and/or reprogrammed their ins during the past 3 years ... And their repeated attempts to get a result that was even remotely similar to the 75% pain reduction that was achieved during their one-week long trial in (B)(6) 2021 is as complex (and convoluted) as the recharging problems. The pt has had between 3-5 different reps assist them, that either quit or went elsewhere, or were replaced, or were re-assigned to a different territory without notice. Management needs to address (and fix) this problem as well. In the last 30 days, the pt was sent more replacement parts, with a further agreement that the next step would be an in-person meeting with a rep. The replacement external equipment did not resolve the recharging problems. (Pt provided info for the last rep they were working with). Their most recent rep was no longer in their area. They only meet with this rep in person once on (B)(6) 2024. None of the other rep¿s the pt has worked with achieved a noticeable positive result after adjusting their ins. Their settings were adjusted at the appointment on (B)(6) 2024 and the adjustment worked. The rep had a back-up plan in the event their initial adjustment didn't work- but it didn't need to be implemented. The reps adjustment was the first time since the ins was implanted on (B)(6) 2021 that a substantial pain reduction was achieved. The pain reduction result was about 30-35% - it occurred in less than 2 weeks - and it has been consistent for the past several months. Since forward progress was being made, the plan was to meet again in-person after the new settings worked for a couple of months, then adjust them again to see if they could get an even better result. Unfortunately, a major neck surgery in mid-(B)(6) 2024 - and the 2+ month recovery period before the pt was back to normal -changed this plan. As such, the pt¿s next phone conversation with the rep didn't occur until (B)(6) 2024. The rep informed the pt that they had a new local rep, located in the area. The old rep had the new rep get in touch with the pt quickly, which they did less than 2 hours later. An in-person meeting was setup <(>&<)> a general game plan moving forward was set. The pt will provide a copy of this letter to the rep at their meeting to provide further context to their recharging issues. The meeting is set for (B)(6) 2024, and the pt requested again that a completely new set of equipment be sent to them, for their new rep to program and resolve their recharging issues. Additional information was received. It was confirmed that the pt did not want to meet with the rep(s). A new rep was assigned to see the pt with scheduling changes. They sat there for about 45 mins waiting. Additional information was received. The pt did show up for their 1pm appointment but they refused to meet with the rep, and they never spoke on the phone. The plan the rep had with the office staff was to wait in the lobby. The pt showed for their appointment, but they were to call the rep if the pt would let them in. The pt said absolutely not unless they were willing to give the pt a brand-new unfurnished recharger and programmer. So the rep never met or spoke with this pt. Additional information was received. The reps redirected the pt to a hcp/mdt rep last week, but when they called they realized their old rep was no longer in that territory. Additional information was received. At this point, the rep is assuming the pt might be taking legal action based on their comment to the reps. The pt denied meeting with the reps when they sat there waiting for over 45 minutes, territory has not met with this pt at all since they made contact with the territory team last month. Based on this assumption, since the pt has dealt with our patient services line multiples times and his refusal to meet with this team, we would ask we back off for the time being. The message from the pt states the following: their ¿heels are dug in firmly¿, the patient reiterated their request for new equipment to be sent to them. The pt has a confirmed appointment with their doctor, and stated that a ¿pack of lawyers¿ may be hired to proceed with a class action.